Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of pull wire break.

Event description:
It was reported to boston scientific corporation that a flexima biliary stents was implanted to treat an bile duct stricture in the bile duct during a stent placement procedure performed on (B)(6) 2025. During the procedure, the handle connector came off and the release could not be completed. Another flexima biliary stents was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 device code has been corrected from pull wire break to guide catheter break. Block h6: imdrf device code a0401 captures the reportable event of guide catheter break. Block h11: a flexima biliary stent and delivery system were returned for analysis without a part of the guide catheter it was detached. Visual examination of the returned device the push catheter was kinked and buckled/accordion and the push catheter suture hole were torn, and the stent was seen bent. A photo of the complaint device was provided, and the guide catheter was detached. No other problems were noted to the stent and delivery system. Taking all available information into consideration, the investigation concluded that the reported event and observed problems were likely due to factors encountered during the procedure. It is possible that tortuosity encountered during the procedure and/or the excessive force applied to pull the device, limited the performance of the device and contributed to the reported event and observed problems. Therefore, a review and analysis of the all the available information indicated that the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was implanted to treat an bile duct stricture in the bile duct during a stent placement procedure performed on (B)(6) 2025. During the procedure, the handle connector came off and the release could not be completed. Another flexima biliary stent was used to complete the procedure. There were no patient complications reported as a result of this event. Additional information received on may 30, 2025 it was reported the flexima biliary stent don't have a pull wire.